Manufacturer narrative:
(B)(4). Cat# 650-1056 lot# 2017100108 cer bioloxd option hd 32mm. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 2.5 months post-implantation due to dislocation. The liner and head were replaced. Attempts have been made and no further information has been provided.